Event description:
Livanova received report that customer plugged in the heater cooler 3t system to set up prior to case and within a few seconds the electric had tripped in the operating theatre. Exchanged heater cooler with another. When the device was taken to another room and plugged in, the same issue occurred again. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in stoke on (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a compressor failure and refrigerant leak. The customer will scrap the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2019. The reported event is a known issue. The root cause was traced back to a degradation of cooling coil (coil micro-hole formation) leading to refrigerant leak and water entering the refrigeration cycle damaging the compressor related to wearing. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
See initial report.